Event description:
Pt reported that, after priming a new insulin cartridge, they discovered moisture inside of the device's insulin cartridge chamber. They removed the device adapter, and found that the insulin cartridge had craked, causing insulin to leak inside of the device. No error messages were generated by the device. Pt indicated that they did not know how the crack had formed in the cartridge. At the time of the event, pt's blood glucose was elevated (~400 mg/dl). They self-treated by bolusing insulin.